Event description:
A report was received that during a cath lab evaluation of durastar ptca balloons, "the common perception was that the deflation time was slower with durastar than with other balloons we tested in our lab. We had no failure to deflate and no cases in which the deflation time had any clinical impact other than a few extra seconds waiting for the balloon to appear fully deflated for withdrawal." The reporter further stated that "observations about deflation time represent a general perception and some bench testing of the product in comparison with other products might also identify. Put another way, the deflation time of the durastar is only average and some of the newer non-compliant balloons we tested had very rapid deflation times that we enjoyed." Although the reporter reiterated that this was not a product complaint and no patient injury had occurred, the decision was made to err on the side of being conservative and log the events as complaints.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.